Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, at approximately 9:00 am, the patient¿s cgm displayed a glucose value of 60 mg/dl. The patient attempted to obtain food but was unable to do so and subsequently lost consciousness. The patient¿s daughter called emergency medical services. Upon arrival, paramedics obtained a fingerstick bg measurement of 22 mg/dl, while the cgm continued to show a value of 60 mg/dl. The patient received treatment on scene and was transported to the hospital. The patient was unable to recall the duration of unconsciousness. At the hospital, the patient received additional treatment; however, she was unable to confirm the specific interventions administered. No further medications were reported. The patient remained hospitalized for three days and was discharged thereafter. At the time of the report, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.